Event description:
Our lab has been using the horiba micros 60. Almost every pt test result was flagged with an error code on the wbc differential. We complained to the MFR and service technicians were sent on several occasions to fix the problem. But there was nothing that seemed to occasions the problem. Finally the company sent a "re-formulated" reagent from france and a new computer board with a different software version. The problem was corrected but we were told we were the only lab in the u.s with this reagent and software. We are concerned that this is not an approved methodology change. The change to the instrument was done on (B)(6) 2012.